Event description:
We received a report that during the implantation of a tecnis 1 piece intraocular lens (iol) the capsular bag was damaged due to platinum 2.2 injector's sudden jerk movement. Additional information was requested but not received.

Manufacturer narrative:
Female, (B)(6) years old. The tecnis 1 piece intraocular lens 21.5 diopter, was shifted to a competitor's multi-piece intraocular lens. The iol was fixed in the sulcus. Catalog #: 21.5 diopter. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device only identified as tecnis 1 piece. Have chosen hql-monofocal as a default. Serial number and expiration date were not provided. Initial reporter: address and phone number not provided. Concomitant product: platinum 2.2 inserter and platinum unfolded cartridge. All pertinent information available to the manufacturer has been submitted. Placeholder.